Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the tissue pad was detached off soon at the outside the patient body. As it was detached off outside the patient, no pieces were left inside the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.